Event description:
On an advia centaur xp instrument the customer ran quality control (qc) for multiple assays and found that qc was out of range. The customer was not able to calibrate these assays. Some (B)(6) results were reported to the physicians. After service the customer reran all the samples. The rerun (B)(6) results were consistent with the earlier results. No corrected reports were sent to the physicians. There are no known reports of patient intervention or adverse health consequences due to discordant results.

Manufacturer narrative:
The customer called the siemens technical support center (tsc). The tsc instructed the customer to troubleshoot and determined the cause for qc out of range in multiple assays was due to the user error: an acid reagent bottle was placed in the position of the wash 1 reagent bottle. There were two acid reagent bottles on board and no wash 1 bottle. A siemens field service engineer (fse) was dispatched to the customer site. The fse decontaminated the system. The instrument is performing within specifications. Further evaluation of the device is not required.